Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. A surgical procedure was performed in which all components were removed and replaced. No further patient complications reported.